Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction, d4: additional device information ¿ correction, h2: additional information - correction, h4: device manufacturer date ¿ correction, h6: event problem and evaluation codes ¿ correction.

Event description:
Subsequent to the initial MDR, additional information is available.